Event description:
It was reported that the patient underwent a revision procedure to explant and replace the deep brain stimulator (dbs) implantable pulse generator (ipg) to minimize the battery flipping in their chest. The explanted device will not be returned. The patient is doing well postoperatively and has no complications.